Event description:
It was reported that during a drainage catheter insertion procedure, a drainage catheter suture line was broken. A 8/24 internal/external temp tip drainage catheter was selected to treat the target vessel. During unpacking, the physician noticed the suture line inside the pigtail was broken. It was noted that the device was not used in the patient. The procedure was completed with another of same device. No patient complications were reported and patients' condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed, the catheter presents the suture hole torn. The suture was returned and no presents anomalies or damages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during a drainage catheter insertion procedure, a drainage catheter suture line was broken. A 8/24 internal/external temp tip drainage catheter was selected to treat the target vessel. During unpacking, the physician noticed the suture line inside the pigtail was broken. It was noted that the device was not used in the patient. The procedure was completed with another of same device. No patient complications were reported and patients' condition is fine.

Manufacturer narrative:
(B)(4).